Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for chlamydia trachomatis was obtained. Repeat testing gave a negative result. There was no report of patient impact.

Event description:
Report 3 of 4: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for chlamydia trachomatis was obtained. Repeat testing gave a negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported suspected several false positive results. Customer also reported multiple indeterminate results (ind). Service performed a thorough cleaning. Then ran qualification test, test passed. Customer stated post cleaning no new problem were seen. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.